Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when sampling blood, it was confirmed that blood was leaking from the tip of the syringe. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: one decontaminated 3ml syringe without its original packaging was received for evaluation. Examination of the returned sample showed a hole near the syringe shoulder and the luer slip was chipped. The noted condition was such that it was not possible to conduct a leak test. The lot acceptance for damages that affect function is based on c=0 (critical). Device history record (DHR) information indicates that the lot met acceptance requirements. Based on the results of this investigation the complaint was confirmed. Review of the maintenance logbook for assembly machine (abacus 1) did not reveal any issues pertaining to this type of defect. A quality alert was issued to production to heighten awareness towards this potential issue. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly.